Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that the PICC was inserted on (B)(6) 2012 and after one day of installation, the catheter began to leak. A hole is observed approximately 5 cm from the connector. The customer further reports that the PICC was not difficult to handle during insertion. The PICC was inserted in the jugular and was not difficult to secure. The PICC was secured with a transparent adhesive dressing. Upon placement an x-ray was taken to verify placement. The PICC was removed on (B)(6) 2012 and replaced with a double lumen PICC. The customer reports the patient status is good.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.